Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. Customer's blood glucose level was 486 mg/dl. Customer reported that the variances from 70 to 200 points with his sensor glucose and blood glucose. The customer did not mention any symptoms or treatment of their blood glucose levels. The insulin pump will not be returned for analysis.